Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint cannot be confirmed. Visual evaluation identified that the tips of the devices are broken. No implants were present in the picture. Additionally, without the return of the device, further investigation cannot be performed. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation.

Event description:
On 1/28/2022, it was reported by a sales representative via email that an ar-3636h self bunching fibertak metal inserter tip broke off inside the patients joint after the anchor was implanted. Surgeon spent additional extra time removing the tip which delayed the case. Eventually surgeon was able to retrieve the broken fragment and case was completed using a hard body anchor. This was discovered during a hip labral reconstruction procedure on (B)(6) 2022. Additional information received 1/28/2022: case was only delayed for 5-10 minutes, although, sales representative is not sure if any additional anesthesia had to be administered. Surgeon completed case using an ar-1938phs knotless hip suturetak with peek anchor. Additional information received 1/28/2022: surgeon had attempted to use a total of 7 ar-3636h fibertaks. Two pulled out of implantation site and the other had a broken inserter tip, as mentioned above. Four out of seven were successfully implanted and remain in the patient.